Manufacturer narrative:
(B)(6). (B)(4). Neither the product nor applicable imaging films were not returned to manufacturer for evaluation,therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent plif surgery for spondylolisthesis at l4-l5 on unknown date. A few days later, postoperatively sinking was found. The revision surgery was performed on (B)(6) 2016. Doctor commented that it happened due to fall. Also during the initial surgery the surgeon was concerned about the end plate after he performed rotation of cage because he could not check the end plate. Revision surgery was performed to replace expedium screw(s) and to prolong of implantation levels. It was reported that cages were not explanted in the revision surgery.